Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the patient¿s aortic valve replacement the implantable cardioverter defibrillator (ICD) system was urgently explanted due to infection. It was noted that there was vegetation on the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.